Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient's receiver and smart device were not pairing with the transmitter. Patient reported starting sensor session before pairing was complete. Dexcom representative advised patient to replace the sensor and the connection was restored to the receiver. Patient would attempt to connect the smart device at a later time. No additional patient or event information is available.